Event description:
This event was reported by (B)(6) and involved a stroller unit being used at the (B)(6) in (B)(6) . The portable unit was in a pt's room not being used. A nurse observed that the unit was frosting up and noticed liquid oxygen in the cannula. The unit was pulled out of service and there was no injury reported.

Manufacturer narrative:
The unit is currently being tested and evaluated. Upon completion of the testing and evaluation, a follow up report will be submitted.